Event description:
The customer contact reported the device did not deliver a dose when the button on the pt bolus cord was pressed. No specific pt info, pump programming, or event details were provided. There were no reports of any adverse pt evens and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.